Event description:
The reporter contacted animas on (B)(6) 2014 alleging a cartridge leak. The cartridge was leaking in the bottom of the compartment with an empty cartridge. The leak was at the internal cartridge o-ring. The reporter stated that the patient had a blood glucose (bg) of over 27mmol/l with nausea. This report is being made due to the bg excursion the patient experienced due to an alleged cartridge leak.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the retained cartridge was evaluated by product analysis on 11/06/2014 with the following findings: evaluation revealed that the retained cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.